Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted customer with follow up phone calls for knowing customer's condition; customer stated is feeling the same symptoms; customer persist does not seek medical attention; customer care rep offered to call 911,customer refused. No other information was provided by customer.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 301, 304 and 300 mg/dl. The customer's expected fasting blood glucose test result range is 98 - 160 mg/dl. The customer reported symptoms of sweaty, dizziness, fatigue, blurry vision, headache and disorientation. The customer stated that spoke with the physician who advised to go to the hospital and that customer declined. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/19/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).